Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 3 minutes, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
Age at time of event: patient is older than 18 years old.